Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that thirteen (13) micro-volume inlets had particulate matter (pm). The pm was further described as a dark/brown/black spots or fiber; the location of the pm was on the white connectors, spike, or pouches. This was observed prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured between march 13, 2023 - march 14, 2023. H11: h11: thirteen actual devices and photographs of the samples were provided for evaluation. The returned photographs were reviewed, and it was noted that small spots of particles were observed in the sealed packaging of the products pictured. A visual inspection was performed on the actual samples, and it was noted that sample #1 had a dark spot on the white inlet connector, and a pink fiber in package weld seal, sample #2 had a dark spot or fiber particle on the spike housing, sample #3 had a dark spot particulate on the spike housing, sample #4, #5, and #6 had a dark spot particulate on the white connector, sample #7 had slight excess silicone on the spike, sample # 8 had a dark spot or fiber on the white connector, sample #9 had spots and fiber on the spike housing, sample #10 had dark fiber on the white connector, sample #11 had dark spot particulates on the white connector, sample #12 had dark spot particulate on the white connector, and sample #13 had dark fiber under the spike cap. The reported condition was verified. The cause of the condition could not be determined; however, the cause was possibly related to manufacturing or the packaging process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.